Event description:
Healthcare professional reported, a right side deflation. Plug strap separated and exchange, due to concern with product. Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on posterior, green mold in the shell, yellow particles in the shell. Leak test and microscopic analysis was performed which identified: sharp opening on posterior, puncture opening on anterior and sharp broken on plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated puncture assessed as surgical damage consist in the use of some surgical tool; and a sharp opening on posterior and plug strap assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation, plug strap separated and exchange due to concern with product. Device was explanted.